Manufacturer narrative:
There were 2 blades of the same lot used in the surgery and were submitting 2 mdrs for the same event blade 1882940 5pk inferior turbinate 2.9 lot 0220850191 this is same event with regulatory report 1045254-2021-00084. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the inner blade of the product had a metal coating which began to flake off while the product was being used inside the sinus cavity during his 4th case. The blade was removed and replaced with a new blade, which was from the same lot and had the same issue again. Upon follow up it was stated that fragments were noticed in the nasal passage. There was no patient impact. A 2nd back up device from another lot# was used to complete the procedure. There were delays in the procedure.